Event description:
A cartridge alarm 20 was reported by the customer. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. The customer reverted to multiple daily injections as a backup therapy.